Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 1.50mm x 8mm emerge balloon catheter was used to treat the lesion. During the first inflation the balloon ruptured at 8 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 1.50mm x 8mm emerge balloon catheter was used to treat the lesion. During the first inflation the balloon ruptured at 8 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned with contrast in the inflation lumen and blood in guidewire lumen. The balloon was loosely folded. There was a pinhole in the balloon wall aligned with the distal edge of the markerband with material lifted up. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to damaged tip and confirmed pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).